Event description:
As reported, the 78 year old female patient had an initial right tka on (B)(6) 2020. The patient was revised on (B)(6) 2022 due to poly delamination and pitting. Everything was removed. The patient was not revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Product not returning: disposed at hospital. Unable to obtain x-rays.

Manufacturer narrative:
(D10) concomitant device(s): 5059560 (B)(6) - logic cr femoral cem, right, sz 3. 5440247 (B)(6) - threaded pin size 2.3 collared. 5628452 (B)(6) - lgc tibial fit tray cem sz 3f / 2t. 6486308 (B)(6) - holding pin mini sharp point 4 pk. 6528582 (B)(6) - three peg patella 35mm. 6557688 (B)(6) - 3 trocar, mod. Hex 2pk. S006532 (B)(6) - threaded pin size 2.3 collared. S016073 (B)(6) - threaded pin size 3.0 collarless. (H3) the reason for the revision reported may be due to prosthesis wear as reported or inclusion of the polyethylene in the packaging recall. While minor scratches and pitting are visible in the provided image, the reported delamination could not be confirmed on the image of the explanted tibial insert.